Event description:
I have recently gotten several ihealth rapid covid tests (from (B)(6) city distribution) that have insufficient extraction liquid (according to their instructions). I have 4 boxes (7 unused tests) from the same lot. The box says: gtin: (B)(4); lot no.(10): 211co21229-05, and the vials have the following information. Lot no: cvd2121226; use by: 2023-12-22. FDA safety report ID# (B)(4).